Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error detected alarm. The power management tool confirmed power error detected alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
Customer reported via phone call that insulin pump keep losing power and draining battery. Customer's blood glucose was unknown at time of incident. Customer mentioned that insulin pump had replace battery, insert battery and power loss alarm. Insulin pump will be returned for analysis.